Event description:
It was reported that during a percutaneous coronary intervention(pci) procedure, stent damage occurred. The 95% stenosed target lesion was located at the moderately tortuous and mildly calcified diagonal branch. A 2.25x 12mm promus element plus monorail drug eluting stent was introduced through the right femoral artery and into the diagonal branch of the left anterior descending coronary artery where the stent was not able to cross. After removal of the device, it was noted that the stent was damaged. The procedure was completed with a different device. No complications were reported and patient's condition was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product (B)(4). Device evaluated by manufacturer: returned product consisted of a promus element plus stent delivery system (sds) and stent with no other devices. There was contrast in the inflation lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first two distal rows of stent struts were stretched and bent. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty or the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).